Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. It was reported that an autopsy was not performed and heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed way while in hospice. It is unknown if the death was device related. The patient had been at the end of life; however, the specific cause of death was unknown. The device reportedly operated as expected and was disabled once the patient expired.